Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, the loading was performed by experienced hospital staff with no resistance noted. It was reported that there was no sign of a misload. When the capsule had covered approximately 80-90% of the valve during loading, the delivery catheter system (dcs) capsule broke. The valve remained in the capsule. Subsequently, another valve and dcs were used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the customer refused the return of the device; therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.